Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 408 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The customer was assisted with trouble shooting and was advised to change the reservoir set. It is unknown what may have caused the high blood glucose. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.